Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods after doing two ablations") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Medical conditions: *she reported that there was no history of ovarian cancer in her family. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion intervention required) and pelvic pain. The patient was treated with surgery (ablations). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: patient reported that pelvic pain was increased with her periods. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods after doing two ablations") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Medical conditions: *she reported that there was no history of ovarian cancer in her family. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion intervention required) and pelvic pain. The patient was treated with surgery (ablations). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: patient reported that pelvic pain was increased with her periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of product technical problem update. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.